Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving constant alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages and adjust belt or check belt messages) was confirmed. Upon investigation the messages were caused by a broken wire. The pulse wires between ECG a and ECG b were broken inside of the distribution node to front therapy pad cable. The root cause for the broken wires could not be positively identified but was likely excessive force. No adverse event resulted from the broken wires. The pt received a replacement electrode belt.